Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that during a clinical case the site was having issues with the pad as it was noted the second wingnut on the device was to hard to turn and tighten. The site had to use a large amount of force until it was able to be used. The clinical specialist is requesting a quote for replacement. Patient was present. There was a less than 5 min delay noted in the case. New information received: the type of surgical procedure is cranial biopsy.

Manufacturer narrative:
Analysis on the returned biopsy guide resulted in a mechanical damage failure that was found. Analysis states that the lower joint is difficult to lock down. If information is provided in the future, a supplemental report will be issued.